Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the analysis is yet not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon could not control the opening and closing of the jaws of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.